Manufacturer narrative:
Patient city: (B)(6) patient country: australia

Event description:
Unomedical reference number (B)(4). Event occurred in australia. On (B)(6)2024, it was reported by the patient wife that he was hospitalized due to hyperglycemia. High blood glucose level was 19 mmol/l. Patient was still in hospital on the day of reporting. No further information was available